Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. No moisture damage found at electronic assembly noted. Unable to perform displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump battery compartment was corroded. The customer's blood glucose was unknown at the time of incident however, stated their blood glucose was normal. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.